Event description:
It was reported that the gastrointestinal videoscope had vertical stripes in the image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) e1 - address 1- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.